Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia after an infusion set change and an insulin set expiration alarm during a meal, did not announce the meal, and subsequently noted intermittent connectivity between the ilet and a g7 sensor; the patient later performed another full supply change with guidance and updated the ilet for g7 compatibility. Symptoms included elevated blood glucose up to 300 mg/dl for approximately 36 hours without ketone testing, medical intervention, or other assistance. Outcomes included no reported injury or need for professional care. Investigation included technical support troubleshooting, education on supply changes and cgm pairing, and software update guidance. Investigation of this case revealed no visible device or supply anomalies reported by the patient and an unclear cause of hyperglycemia. It was concluded that the event involved hyperglycemia with cause unclear and that user actions and intermittent cgm connectivity could not be ruled in as definitive causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.